Event description:
Return reason: co measurement impossible. Analysis: investigation found that the thermistor is cracked. Remedial action: mfg and quality assurance personnel have been notified. Each thermistor is 100% visually inspected and continuity tested. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.